Event description:
At about 1 year and 11 months after the primary, the patient was revised because of infection caused by staphylococcus capitis. The infection led to stem subsidence. All the implants have been removed successfully.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible as the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. Based on the investigation, no definitive relation could be established between the product and the reported failure adverse consequence. If any further information is provided, the investigation report will be updated.